Manufacturer narrative:
With all the available information, boston scientific concludes that, upon receipt the device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device identified that the fiber was separated from the connector confirming the reported event. Also, there was no aiming beam due to the connector detachment. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on analysis results, cause traced to component failure was selected as the conclusion code.

Event description:
It was reported that during a kidney stone laser for renal stone, the fiber tip was not delivering energy, it was tried to attach the fiber again, but the issue persisted. After a few seconds lasering, the fiber connector detached from the fiber. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a kidney stone laser for renal stone, the fiber tip was not delivering energy, it was tried to attach the fiber again, but the issue persisted. After a few seconds lasering, the fiber connector detached from the fiber. The procedure was completed with another fiber without patient complications.